Event description:
Provider states, the switch on the compressor is not working.

Manufacturer narrative:
Additional manufacturer narrative: a review of this complaint file found that an MDR was inadvertently filed in error, listing invacare as the manufacturer. The correct u.s. Manufacturer for this product is thomas - garner denver.